Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was in the severely tortuous and calcified proximal right coronary artery (rca). The target lesion was confirmed with ivus and the 3.50x16mm liberte monorail coronary stent delivery system (sds) was inserted into the lesion but was unable to cross the lesion. The sds was withdrawn from the pt and it was noted that the distal part of the stent was raised. Plain old balloon angioplasty (poba) was performed on the lesion and another liberte monorail coronary sds was inserted and the stent was successfully deployed. It was noted that the stent might have been raised in the lesion due to severe calcification. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure anaysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will filed.